Manufacturer narrative:
Synthes is unable to determine mfg site or mfg date without a lot number. Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided.

Event description:
Pt reported pain after undergoing a foraminotomy from the physician who implanted the prodisc. Later diagnosed with mechanical pain, and the devices were removed by a different physician.